Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the three capsules failed to attach to the esophagus. The patient had an endoscopy prior to the procedure and the esophagus appeared to be normal, nothing was unusual that may have lead to the issue. A repeat procedure was performed successfully on the same day. There was no patient harm.